Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that failure to cross the lesion occurred. The lesion was predilated with a 2.5x20mm maverick monorail balloon catheter. A 2.5x24mm promus element stent was selected and advanced to treat the lesion; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, initial review of the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual and microscopic examination found that the proximal end of the stent was damaged whereby the first 2 to 3 rows were bunched together. The hypotube was slightly kinked at various locations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received (B)(6) 2013. It was reported that failure to cross the lesion occurred. The lesion was predilated with a 2.5x20mm maverick monorail balloon catheter. A 2.5x24mm promus element stent was selected and advanced to treat the lesion; however the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, initial review of the returned device revealed stent damage.